Event description:
Caller reported damage to the pump's housing specifically at the usb port and pins, which affected charging ability, although the pump had not shut down due to this issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and since the customer already had a travel loaner, they planned to transfer the loaner to this case.